Manufacturer narrative:
Device from reserve sample evaluated. The mpr feature is only in 3.5.x versions of isite and is not utilized by the majority of user facilities. Due to this issue and previously identified defects, a product notification will be sent out to all 3.5 customers and the feature will be disabled from all isite 3.5.x installs.

Event description:
The scout lines and localizer crosshairs when enabled on multi planar reconstruction (mpr) images, created by isite under the following conditions, will display at the wrong triangulation position representing the image locations of the other orthogonal planes. The image data is acquired when gantry is tilted. Isite system preference under "maximum variance for linking" is configured with more than 2 degrees from the angle of the gantry tilt during acquisition of the original dataset. Mpr images are not affected by this error - only the scout line and localizer crosshair placement on the mpr images are affected.